Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 10, 3331 and 4109. H6: investigation findings was added: 180. H6: investigation conclusions was added: 4307. The reported device was received for evaluation. The reported condition of a loosened ball abutment was confirmed. Visual evaluation of the as returned product identified that the threads were damaged. Functional testing was performed with an in-house implant but the device failed to engage properly with implant as the threads were damaged. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that the bac2 abutment loosened.